Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/4.0 mm balloon ruptured at 18 atms. The number of inflations performed prior to the quantum maverick monorail balloon rupture is unknown. The pt was asymptomatic during this event. The lesion being treated was in an unspecified coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.